Event description:
Procedure: lap nissen. Reportedly, the needles fell out of the instrument and into the pt's cavity. One needle was retrieved and one still remains in the cavity. No pt injury reported.